Event description:
Angioseal deployed left femoral artery without incident. Pt complaining after discharge of left leg pain. Returned to have evaluation of left leg done five days later, where it was discovered that possible claudication from angioseal device. Pt referred for vascular surgery.